Event description:
It was reported that a pump alarms constantly for air in line (biomedical engineering tech).

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Review of the device history log shows that the pump alarmed "air-in-line" multiple times. The eval was unable to confirm a constant "air-in-line" alarm. Upstream occlusion / air sensor testing was completed and the device performed within specification. The device was also tested for 24 hours using the parameters found in the device history log and no "air-in-line" alarms were observed.